Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after the surgeon chose the wrong power for the patient. Another lens was implanted and it was reported the patient has a positive outcome. No other complications were reported.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and shown to be within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was cut into pieces; the condition of the iol precluded further evaluation. Additionally, the device was inadvertently discarded. All pertinent information available to the manufacturer has been submitted.